Event description:
Infant heel warmer was squeezed to activate and the inner contents shot out of the bag in a big stream. A small amount of the contents landed on the pt's face and outfit. The pt was immediately washed with water. The bag broke in area of tape attachment.